Manufacturer narrative:
Field safety technician was sent for investigation. According to service order # (B)(4), the voltage and rpm were checked and had to be adjusted. The function and values were tested also under load. Test run was ok and the failure has not occurred. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for evalauation. If additional information becomes available, a supplemental medwatch will be submitted.

Event description:
(B)(4). It was stated that during startup of the device a "safety-s" error on the single roller pump module of hl20 occurred. No patient involvement. (B)(4).